Manufacturer narrative:
Approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva ID tractip 200 laser fiber was used in a lithotripsy with holmium laser procedure for a kidney stone performed on an unknown date. Reportedly, the laser unit used was a lumenis p100 laser console. According to the complainant, after the surgery, the patient was feeling discomfort and it was discovered that a fiber fragment fell off inside the patient. The fiber fragment naturally passed out the patient when the patient urinated. The procedure was completed without any other medical or surgical intervention. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.